Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated. The needles of the device were inspected under magnification and there were no missing parts of the needle. The sleeve was removed from the barrel of the gun and both implants were missing. There was a meeting with the new product quality engineer and the new product development engineer and the guns were examined. There were no anomalies noted during the inspection of the two guns. The sales rep was contacted and questions were asked about what happened to the implants. The first implant was placed properly. When the gun was pulled back to get ready to place the second implant it fell off the needle on the gun. The sales rep thinks that the surgeon pulled the gun out too quickly and this caused the second implant to come out of the gun. The sales rep explained that the second implant was removed from the patient but the first implant remained in the patient for both devices. There were no patient consequences or delays. This complaint cannot be confirmed. A DHR review for the 228152 lot #l453404 has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). See associated medwatch: 1221934-2017-10534.

Event description:
The sales rep reported via phone that the needle tip on the customer's true span 12 degree peek broke in the patient during a meniscal repair. The part was retrieved with a grasper. The case was continued with a true span 24 degree peek and the needle would not advance through the tissue. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The devices are being returned. Per additional information provided via phone call on 10/10/2017: on both guns the first implant fired correctly when the surgeon pulled back the gun to fire the second implant it came off of the gun. The second implant was removed and the first implant was left on the far side of the meniscus. There was the same failure on both guns.